Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a dissection occurred. Target lesion #1 was identified in the left anterior descending (lad) artery. The reference vessel diameter was 2.5mm; the target lesion length was 14mm. Pre-procedure stenosis was 50%. Post procedure was 5% residual stenosis. There was no attempt made for direct stenting. A 2.5x16mm liberte stent was implanted. There was no additional procedure. Procedure was a technical success. Target lesion #2 was identified in the left anterior descending (lad) artery. The reference vessel diameter was 2.7mm; the target lesion length was 10mm. Pre-procedure stenosis was 75%. Post procedure was 5% residual stenosis. There was no attempt made for direct stenting. A 2.75x12mm liberte stent was implanted. Procedure was a technical success. An additional liberte stent of unknown size was implanted to treat dissection. The patient was discharged two days later on asa 100mg daily/12 months and clopidogrel 75 mg daily/12 months. There were no anginal complaints or silent ischemia at discharge.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product unavailable for analysis.